Event description:
Additional information received reported that the patient received assistance from the manufacturing representative and their concerns were resolved.

Event description:
It was reported it was at the 10-day post-op appointment that it was indicated there was difficulty getting the device into the patient¿s spine because of scar tissue. The patient¿s daughter was ¿disappointed with the whole situation¿ and it was noted that the patient did not meet with the doctor or rn, but an lpn ¿who knew nothing and actually read the note from the day of surgery because she didn¿t know what else to say.¿ it was noted that the patient had a laminectomy, was discharged the same day, and was in so much pain after the procedure that the patient could not even move. It was noted that the patient was having the device put in because of extreme, excruciating pain in her left leg from the knee on up. That pain had vanished, but the patient now had generalized low back pain, a ¿very bad back ache, which she did not have.¿ it was noted that the patient¿s back pain had let up ¿slightly¿ since implant and was generalized back pain not specifically around the implant. It was noted that the patient had no more pain in the left l eg, but the patient¿s daughter did not think it was because of the device was helping, because even when stimulation was off, the patient did not have left leg pain. The patient was using ¿it for her back now.¿ it was indicated that it was unsure if the leg pain would come back. The trial ¿was a piece of cake¿ and it helped, but the patient and family were not ¿at all prepared for the real one.¿ additional information received reported that the patient never had back pain ¿in my life.¿ it was noted as generalized low back pain, ¿not around the implant,¿ the area did not feel tender, it was a deep low back pain, not hot or sore, ¿it¿s deep inside.¿ the patient was not expecting such a ¿major, major operation and it was a shock.¿ it was noted that the patient thought a laminectomy was standard. The patient had pain before, but never experienced anything like this, and it was excruciating for four days. The patient did not move but from bed to chair, and at night, would sort of topple over and stay however she landed for the rest of the night. The patient did not eat for four days. The patient had a discectomy/laminectomy two years ago and it was one-tenth the pain and the patient was able to walk out of the hospital on the 3rd day with no pain and no cane. It was noted that the low back pain was letting up ¿a slight bit.¿ when the patent left the hospital, there was ¿oozing thru my glue¿ and the patient was ¿so nauseated¿ she could not hold her head up. The patient was given a bag and went home with her grandson. It was also reported that the patient had a reaction to the anesthesia, wherein it was ¿like a mild seizure for 45 minutes¿ and the patient¿s whole body ¿actually went up off the liter.¿ it was indicated that the nurses said the patient was just cold, then the doctor came in and said it was a reaction to the anesthesia. The patient had only used the device ¿about a week up until the time¿ she was ¿just too sick and too weak.¿ the patient was back in her normal routine and started using it. The patient had the device implant for severe pain in the left thigh the patient had for almost a year and could only stand for five minutes at a time. Since implant, the patient still had pain in the leg, but the severe pain the left thigh was gone. The patient thought the laminectomy relieved pressure on the nerves. The patient still had pain below their left knee and new pain in the right leg, but not severe like the pain before. It was also reported that the patient had stimulation in the wrong location. It was noted that the stimulator was programmed wrong, so it actually went down the patient¿s other leg, which was a help. It was only supposed to do down one leg, left, but it was going down both legs. The patient did not have any of these pains before the operation, nothing as severe as before the implant, and stimulation was felt down both legs and was helping. Additional information reported that the patient was ¿so sick¿ after the surgery and the operation was horrible.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).